Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn: (B)(6), +21.5d) was explanted from the right eye due to blurry vision and visual disturbances.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).